Manufacturer narrative:
Other, other text: d5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one warming device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The device was received in poor condition. The pole clamp is discolored, and the plate clip is worn and discolored. The enclosure has a crack under the quick connect, the front cover has chips out of it, the water tank cover has a small crack on the left side, the quick connect is corroded, the line cord is discolored, and the reflux plug is missing. There was no error code or event history log (ehl) noted. After visual inspection, water was put into the water tank, the device was attached to temp check, the line cord was plugged into an outlet and the device was brought up to 42.0. The customer issue was confirmed, the device alarmed for over at 42.0. The root cause of the reported issue is due to the device being out of calibration and the potentiometer settings were out of range. To correct this issue, the unit was calibrated. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 2018-06-21 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
It was reported that the device goes into alarms when trying to do maintenance. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI in product information and operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.